Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results of 238, 189, 162 and 135 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 125 mg/dl. Customer was using correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During call on (B)(6) 2019, a back to back blood test was not performed by the customer. Product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/25/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).